Manufacturer narrative:
(B)(4). Part ssc275h, lot 2005002857: manufacturing location: (B)(4). Legal manufacturer: (B)(4). Manufacturing date: december 06, 2005. Expiry date: october 01, 2010. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Corrected data: manufacturing facility. Device was used for treatment, not diagnosis. Response to FDA questions: dimension of pdc-c ((B)(4)): 5mm x 15mm x 14mm (height/width/depth). Scanner and rf coils used during this procedure: brand name: philips ingenia 1.5t; static magnetic field strength: 1.5t; patient orientation during the scan: supine scanning sequence/parameters: whole body averaged specific absorption rate (wbsar) or equivalent wbsar below 2,3 w/kg, sar/head less than 92%. There were three previous MRI scans, all on the cervical spine, (B)(6) 2015. Those had lower intensity wbsar less than 0,2 w/kg, sar/head less than 39%. The female patient had primary surgery (B)(6) 2006 at neuro department in the (B)(4) clinic, where two prodisc c, lot 2005002857 were implanted at levels c5/6 and c6/7. The hospital would not provide any additional patient information. Additional notes: after a global search of our complaints database, this is the first event reported to synthes (B)(4) relating to a prodisc-c patient receiving a burn during an MRI scan. Additional attributes of the prodisc-c implant: cobalt chrome alloy has a maximum operating temperature of 1093° c. Titanium plasma coating has a maximum operating temperature of temperature of 152° c. Ultra high molecular polyethylene (uhmwpe) has a maximum operating temperature of temperature of 135° c. These temperatures are in excess of the temperature increases presumed to have occurred in this event and hence implant integrity should be unaffected. The prodisc-c implant has been evaluated for radiofrequency induced heating in non-clinical testing and the mr conditional labeling can be found in the product technique guide attached. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. This report is for one unknown prodisc-c implant. The lot number was not provided by the reporter. The subject device is still implanted in the patient. (B)(6). (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reported an event in (B)(6) as follows: it was reported that a prodisc-c implant heated up during a MRI angiography of head and cervical spine (levels 1.5-3t) and the imaging had to be stopped after five minutes. The affected area was still hot three hours after the MRI. The patient already has had five mris previously without complications. The patient is reportedly "alright." This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA; the UDI codes apply only for us class iii device codes; ous codes do not fall under the UDI regulation. Therefore no UDI is required. A product development evaluation was completed: no product was returned. Information received relates to a patient with a two level prodisc-c undergoing an MRI scan. The scan was halted prematurely due to patient reporting heating in the plexus brachialis region. Review of mr labeling for product and specific absorption rate parameters used for the scan showed that parameters in excess of those in the approved labeling were used (2.3w/kg used compared to labeling 2w/kg). However, the time of the performed scan was shorter than that in the labeling (reportedly 5 minutes compared to 15 minutes in labeling). It is not suggested that this is the cause of the event. No exact cause could be determined or whether the implant is responsible for the event. Initially reported there were five previous mrs scans; there were three previous scans. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The female patient had primary surgery (B)(6) 2006, where two prodisc c were implanted at levels c5/6 and c6/7. The patient reported heat at plexus brachialis region after the t1 sequence. For two days ((B)(6) 2015) the patient reported pain reaching down to the chest like a sunburn and was treated with cool packs. The heating occurred in the subdermal, teep tissue. Wbsar below 2,3w/kg, sar/head less than 92%. Static magnetic field strength 1.5t, MRI philips ingenia 1.5t, patient position during scan was supine position. No other devices were used during the scan. No angiography used. The patient had no tattoo or jewelry at the burn site. No body temperature monitoring was performed during the scan. There were three previous mrs scans, all on the cervical spine, (B)(6) 2015. Those scans had lower intensity wbsap less than 0.2w/kg, sar/head less than 39%.